Manufacturer narrative:
Additional information: it is reported that the stent was placed in (B)(6) 2024, the back pain the patient is currently experiencing is most likely due to the stent re-clotting, not from the stent itself. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced severe back pain following the placement of an abre stent. The patient, who was previously active, reported extreme pain affecting activity levels. The patient has undergone magnetic resonance imaging and nerve blocks, but the cause of the pain remains undetermined. The patient has environmental allergies, including to cats, and a childhood reaction to earrings, though no known metal allergy. The implanting site canceled the 6-month follow-up appointment, prompting the patient to seek care elsewhere. A computed tomography scan conducted on (B)(6) 2024 revealed that the stent was clotted.